Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient's scs system was removed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient is not receiving effective stimulation. An sjm representative met with the patient for troubleshooting and diagnostic testing showed high impedances. The patient declined programming and is requesting to have her scs system removed. Surgical intervention may be pending to address the issue.